Manufacturer narrative:
Three levels of accutni qc analyzed on (B)(4) 2010 were within the customer's established ranges. A system check performed on (B)(4) 2010 met specifications. Customer stated there were no errors posted to the event log. A field service engineer (fse) was dispatched: the fse inspected the instrument, and no hardware issues were noted. The fse performed a diagnostic and qc testing with good results. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously normal troponin (accu tni) results on two patients' samples. The initial results of 0.01ng/ml were reported out of the lab for patients a and b. The original specimens were re-tested on a different instrument and repeated results were in a different clinical range for both patients. Per physician, the results generated by the different instrument better fit the patient's clinical history. Also, the samples were sent to a neighboring lab and obtained results confirmed the results from the different instrument. No reports of death, injury, or change to patient treatment have been reported in connection with this event.